Event description:
Hmsc reported shock impedance >150 ohm and remaining elevated. All other values are within range. No noise evident. Advised further lead evaluation. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.